Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue was not duplicated. The sbc was upgraded during service. The x-ray control, gib board, ffb board, system interface and image processor were replaced. The hard drive was replaced with solid state drive. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.